Event description:
The customer reported that the vent has no audio alarm which was found during service. There was no pt involvement. The mallinckrodt customer support engineer (cse) verified the reported condition. The cse inspected the device and replaced the audio alarm. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.